Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient had turned stimulation off. The patient needs to be seen in follow-up appointment for a system check. However, due to covid-19 virus, no appointments were possible. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that for about 2 months, the stimulation would cut on and off on it's own. The patient said if she sits up, her stimulation will stop working. If she moves her head left or right, her stimulation will turn back on. It was mentioned the patient had a laminectomy and there was a question if that was causing the stimulation changes. The patient met with rep (B)(6) and will be meeting with her again. No further complications were reported.